Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7073318.

Event description:
It was reported that the patient had a drainage at the incision site. The physician observed the drainage from both incisions. The patient underwent an explant procedure. The explanted ipg and lead were not returned.